Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were experiencing engagement issues with the sureform 45 curved-tip stapler on universal surgical manipulator (usm 1). The customer swapped to a backup instrument and the issue remained. The csr stated that with the first stapler, it would not engage, and if it did engage they were unable to open the jaw. The customer tried the backup instrument and the issue remained. The customer moved the stapler to usm 3 and it would engage. The tse recommended a restart, but the issue remained. A drape change was suggested. The customer did as instructed and the issue remained. Customer elected to undock usm 1, and adjust setup to complete the case as a 3-arm setup. The tse found multiple 22020 errors on usm1. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported the system initially powered on without errors. They experienced an ¿instrument engagement failure. Please remove and reinstall" message. The customer reported that they thought the issue might have been the drape or stapler, but after troubleshooting they narrowed it down to (most-likely) an arm-related issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa observed error 25930 in the logs, indicating contamination on the degree of freedom (dof5) rotor and the isa pca sensors. There were also 22020 errors indicating engagement issues with the sureform 45 curved-tip stapler. Fa tested instrument engagement with the sureform 45 curved-tip stapler and there were no faults. The gearbox movement on the carriage was visually inspected, and it was found that the dof5 gearbox movement was not uniform with the other dofs. A log review was performed and the following was confirmed: the pulmonary lobectomy was performed on (B)(6) 2022 on system sk1612. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 22020 - installed sureform 45 curved-tip failed to engage on usm1 (discs were not at empty spin value, so engagement failed at start). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.